Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot #: 2.1.0 h3, h6: a medtronic representative (rep) went to the site to test the equipment. Testing revealed that there were no failures found. The rep noticed there was over 4000 trace points on the model. The rep re-coached staff of recommended tracing technique and showed them how many trace points were needed compared to theirs. Codes b01, c19 and d14 are applicable to this analysis. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a sinus dilation procedure. It was reported that the system displayed error 64 during a case. The system rebooted itself and the case resumed without issue. There was no delay and no impact on the patient's outcome.